Event description:
The customer reported blood was leaking from the area of where the needle is connected to the holder. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Unable to determine the cause of the customer's reported leak because the device has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.